Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple issues and complaints were with new bard foley kits. Registered nurses have reported issues with the foleys not draining appropriately & patients retaining urine both requiring foley changes/reinsertions. Other registered nurses have complained that the catheters were leaking around the insertion site. Patients were complaining at an increased rate of pain associated with the foley as well. The foleys currently being used on two patients in the unit both with catheter related issues. Both patients have a 16f foley (not coude). No medical intervention was reported. It was reported that many foley catheters have been leaking or not draining properly. When the staff removed it, they tested it with a syringe of saline and found that the balloon does not hold. There were reports of both problems with patients ¿bypassing¿ or leaking urine around the tube (which happens when the balloon fails). Seems the balloon leaks out or deflates slowly and then the issues start. It was both the coude and non coude kits. Some of these foleys were placed in other departments so it was likely a house wide issue. Not sure if other nurses have reported problems yet.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted no obvious observations. Catheter was filled with 10ml of mbs and balloon inflated no issues or leaks. Catheter was able to passively deflate using in house syringe in 1 min 26 sec. Ran 10ml of mbs through drainage lumen and was able to drain out of eyelets appropriately. The reported event is unconfirmed a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple issues and complaints were with new bard foley kits. Registered nurses have reported issues with the foleys not draining appropriately & patients retaining urine both requiring foley changes/reinsertions. Other registered nurses have complained that the catheters were leaking around the insertion site. Patients were complaining at an increased rate of pain associated with the foley as well. The foleys currently being used on two patients in the unit both with catheter related issues. Both patients have a 16f foley (not coude). No medical intervention was reported. It was reported that many foley catheters have been leaking or not draining properly. When the staff removed it, they tested it with a syringe of saline and found that the balloon does not hold. There were reports of both problems with patients ¿bypassing¿ or leaking urine around the tube (which happens when the balloon fails). Seems the balloon leaks out or deflates slowly and then the issues start. It was both the coude and non coude kits. Some of these foleys were placed in other departments so it was likely a house wide issue. Not sure if other nurses have reported problems yet.